Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was exposed to water from the swimming pool. The insulin pump has a blank display. There are crack but no fluid under the screen. The insulin pump was not dropped. The insulin pump vibrated and then went blank. The insulin pump is returning.

Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage at electronic assembly. The insulin pump was received with severely scratched lcd window, scratched case, pillowing keypad overlay and cracked select button keypad overlay.